Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with an infiltrate in the right eye three days post lasik. Topical steroid dosage was increased. The patient complained of lid swelling and irritation. Upon follow up, the patient was reported to have an epithelial defect and was started on antibiotics. Patient continues to be seen daily and symptoms are reported to be improving. The patient had run out of antibiotic drops so more were prescribed. The patient has started back on the drops, continues to be monitored and was instructed to call if things got worse.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).